Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported certas plus (ID 828804) had issues programming the valve prior to implantation. Integra's sales representative and surgeon went through the proper procedure and it was confirmed that the setting didn't change when it was supposed to have done so (with proper use of magnet). The proper process was followed such as magnet being 60cm away initially, no metal table etc. A second valve was programmed with the new setting easily and was subsequently implanted into the patient. No patient injury reported however, a 1-hour surgical delay was reported.

Manufacturer narrative:
The certas valve (ID 828804 ) was returned for evaluation. Device history record (DHR)- the product code 82-8804 with lot 6814465, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected and no defect noted. The valve passed the test for programming. Root cause analysis- no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to improper handling of the device. At the time of investigation no function issues were noted.

Event description:
N/a.